Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: review of the black box did not reveal any evidence of short battery life. Call service 177 alarm recorded due to normal battery wear. With the returned battery cap securely in place on the pump, the pump powered on normally and ez-prime successfully completed. Electrical currents were measured and determined to be within specifications. Investigation did not duplicate the alleged battery life issue. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.